Event description:
It was reported the suction side of the pump makes noise and would not move fluid as usual. It made it through the case without issue and the patient is fine to date.

Manufacturer narrative:
The complaint is confirmed. The inflow motor is noisy, measured at 85 db. The outflow motor is operating at a normal volume, measured at 73 db. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation. This is attributed to normal wear-out since the unit has been in service for 41 months.